Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the audio bolus button cover was found to be missing from the pump. The up arrow, down arrow, ok buttons responded appropriately; the audio bolus button was not able to be tested due to missing button cover. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. There is no indication which button(s) had the issue. There was no indication that the product caused or contributed to an adverse event. This issue is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.